Event description:
Hcp reports the pump did not "extract the quantity of morphine requested." There was no pt complication. "First the connection was replaced, then the catheter was replaced and the pump was checked by x-ray." The pump was explanted and returned to the MFR for analysis. A follow up report will be sent when add'l info is received.